Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Complaint description: litigation alleges pain, elevated levels of cobalt and difficulty ambulating. Pfs alleges popping of hip when patient bends, hip clicks during certain movement, changes of cognitive abilities and depression. It was also reported in the pfs, that patient underwent surgery on (B)(6) 2017 for the removal of implants and insertion of antibiotic spacer and revision on (B)(6) 2017 and re-revision on (B)(6) 2017. After review of the medical records, there is no new information. Added cup, sleeve and stem due to alleged infection. Litigation alleges pain, elevated levels of cobalt and difficulty ambulating. Doi: (B)(6) 2011 - dor: scheduled (left hip)